Event description:
The device was being used to treat a patient and the strip chart recorder reportedly printed the patient's ECG as asystole when the pt was observed to be alert and breathing. There were no adverse effect to the pt as a result of the reported event.